Event description:
The quanttest red total protein assay system kit marketed by quantimetrix and being used to measure urine proteins does not measure light chains and therefore gives an inaccurate measure of urinary protein in pts with light chain proteinuria. The MFR acknowledges this problem, but there is no indication in the product literature of this problem.